Event description:
35 year old in or for a laparoscopic cholecystectomy. During procedure surgeon was unable to maintain carbon dioxide level in the abdomen. Another set of devices was obtained to successfully complete the procedure.